Event description:
It was reported that "during surgery, the tips of the screwdriver were broken off. Surgeon used another driver to finish the case."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.